Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding a patient receiving hydromorphone (unknown concentration and dose) via an implantable pump. The indication for use was spinal pain. It was reported that the patient stated the pump had been alarming for 3 weeks due to low reservoir, because they were going to let the pump "run out", because the pump was going to be removed due to how the pump was implanted. The patient stated the pump was implanted right over top of their kidney, so when they lay down the pump pushes down into their kidney and it was painful. The patient stated at first they would just sleep on their left side and they don't sleep on their right side because they are "made up of metal" down to what sounded like their knee but it was difficult the manufacturer's patient services specialist (pss) to hear. The patient stated then they couldn't breathe well when on their left side so they would naturally turn on their back in the middle of the night but would wake up to the pump pushed all the way inside their pump so you couldn't see it. Patient stated they are very skinny at 5'7" and 120lbs so usually the pump "sticks out real bad". Patient stated the hcp was going to move the pump off the kidney. The patient initially wasjust going to have the pump removed so they were letting the pump "run out" (go empty) but the patient stated they don't get sufficient pain relief using oral medications so they wanted to continue using the pump. The patient stated the alarm started then quit then started again 20 mins later then quit again and the patient has not heard it again. The patient was redirected to their healthcare provider to further address the issue.